Manufacturer narrative:
Product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
A health care provider (hcp) reported via a manufacturing representative that when the anchor is deployed during implant of the spinal cord stimulation system, the anchor pushed the lead out of place. The hcp stated the speed of the deployment determined how much the anchor moved and depending on the deployment the lead could move up one vertebra. The complaint was general and not specific to one particular patient. No symptoms were reported.